Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03637, 0001822565-2023-03638, 0001822565-2023-03640. D10: unk poly +6. Unk tray. Unk screws. Unk stem. Unk baseplate. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned

Event description:
It was reported that the patient was revised due to infection approximately seven weeks post initial procedure. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mulltiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03638, 0001822565-2023-03640, 0001822565-2023-03637, 0001825034-2024-00757, 0001825034-2024-00756, 0001825034-2024-00755, 0001825034-2024-00752, 0001825034-2024-00750 d10: cr vivacit-e 36mm brng +3 cat: 110031425 lot: 65809012 mini tray std cocr +6 offset cat: 110031405 lot: 66100902 comp rvrs shldr glnsp std 36mm cat: 115310 lot: j7531733 comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 66177946 comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 66098120 comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 66008607 comp rvs cntrl 6.5x40mm st/rst cat: 115398 lot: 65962140 comp lk scr 3.5hex 4.75x20 st cat: 180551 lot: 66021321 25mm versa-dial taper adaptor cat: 118000 lot: j7217167 unknown stem unknown baseplate as product ID was received and sterile certs were reviewed, this event will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.